Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial and ventricular channel. It was noted that the leads were twisted due to twiddler's syndrome.